Manufacturer narrative:
Intuitive has received the instrument associated with this complaint and completed investigations. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The electrical continuity test still passed. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was working correctly, and suddenly we saw the wire out of its channel and then, it stopped working on the generation of energy. The procedure was completed with a back-up instrument and with no reported injury.